Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had pulled back and dislodged with increasing, unstable, and intermittent capture thresholds. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.